Event description:
According to the reporter: the patient developed a post-operative leak after surgery. The patient spent 6 weeks at the facility and was released. No further patient details have been provided after attempts to obtain key details. The specific product or lot number were not provided.

Manufacturer narrative:
MDR initial report submitted: 12/30/2008.